Manufacturer narrative:
Additional information received on 20 january 2017 and includes: the liner was explanted too, but only the cup and the head are available for investigation. The stem is still implanted. The smear was made intraoperatively, so the infection was only visible afterwards. On 02 february 2017 the manufacturer of the ceramic component (not marketed in us) involved in this complaint provided a document review with the following outcomes: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect or non-conformities regarding sterilization on 10 february 2017 the medical affairs director performed a clinical evaluation and commented as follows: early infection occurred 5 months after primary tha. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted device. Batch reviews performed on 14 february 2017. (B)(4). On 17 february 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the pieces were analyzed. On the cup a fibrotic tissue was noticed in the external part, while in the internal part a small groove was present in the conic wall, probably occurred during the removal of the cup. On the femoral ball head no particular signs were noticed, except for a sign on the external surface, probably occurred during the removal, and dark signs in the inner face due to the connection with the taper of the stem. From the received pieces it was not possible to determine the root cause of the event.

Event description:
After revision surgery, it was noticed that the cup was loosen due to infection. Pathogen found: (B)(6). Explants were available.